Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the device shows signs of use and the dovetail feature is flared and compressed. Review of the device history record identified no deviations or anomalies during manufacturing. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the instrumentation surgical technique. The per states that the surgical technique was followed; however, the dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned being pushed in with the inserter. The root cause is related to the surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   The tibial plate and articular surface is compatible. The compatibility between the femoral component and articular surface cannot be determined as the part and lot number is not provided for the femoral component. Additional information does not affect the root cause. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's date of birth - unknown day and month in (B)(6). (B)(4). Report source: foreign - (B)(6). Customer has indicated product will be returned to zimmer biomet for investigation. Investigation is in process. Once the investigation is completed, a follow-up MDR will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a total knee arthroplasty that the polyethylene bearing couldn't be seated in the tibial tray. As a result of the event, there was a delay greater than two hours. Another polyethylene bearing was used to complete the procedure.